Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant procedure, an attempt was made to perform a capacitor maintenance test via bluetooth telemetry on the implantable cardioverter defibrillator. During the attempt an error occurred and the test was unable to be completed. The issue was replicated and bluetooth telemetry could not be established with the implantable device; only inductive telemetry was available. The physician replaced the device, and it was successfully implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
The implantable cardioverter defibrillator was returned for the reported event of no telemetry during capacitor maintenance. During analysis, it was found that after the normal process of an energy transfer back to the battery supply node after high voltage (hv) charging, the supply node dropped in voltage momentarily, leading to an abnormal power on reset of the telemetry integrated circuit (ic). The anomalous sensitivity of the ic to this transient voltage drop at the conclusion of hv charging led to the disruption in telemetry. The reported event was confirmed and attributed to component failure of the telemetry ic.